Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right ventricular (rv) lead was revised due to high threshold measurements. During this revision the rv lead was repositioned with current measurements. No adverse pt effects were reported as a result of this procedure. All available info indicates that the lead remains in service. As no further info concerning this report is expected, our investigation is complete. The investigation will be updated should further info be provided.